Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was there was intermittently missing data from the pump history. Reportedly, at the time of the report with tandem technical support the pump history was accurate. There was no reported impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin delivery.